Manufacturer narrative:
Complaint is not confirmed. Returned lancing device cap was tested by removing the cap and replacing it back on the returned lancing device. Did not observe customer's complaint on cap getting stuck. However, due to the potential for transmission of blood borne pathogens (nurse is being tested), this is deemed a reportable event.

Event description:
Customer reported the visiting home care nurse was showing him how to test and use the lancing device. Customer had already tested himself and was trying to remove the cap and in the process of removing the cap she was stuck with the lancet.